Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a (B)(6) female patient receiving an unknown medication via an infusion pump implanted for cervical radiculopathy, spinal pain, and non-malignant pain. It was reported that the patient had an infection. The healthcare professional noted that there were no problems observed with the infusion system. Follow up was being conducted in an attempt to obtain the pump serial number, drugs being used in the pump, other medications being taken by the patient at the time of the event, pertinent medical history, what the pump was implanted to treat, when the patient first started to experience the infection, diagnostics, actions, and interventions performed related to the infection, and whether the infection was resolved. If additional information is received, a follow up report will be sent.